Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed no abnormalities in pump use. The daily insulin delivery totals correctly reflected the user programmed basal rates. A delivery accuracy test was performed and passed. No defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump did not appear to be working properly due to user bg (blood glucose) fluctuations. Allegedly, the fluctuations improved with the use of another pump. It was reported that the user bg reading was less than 70 mg/dl; however, the bg reading did not decrease below 40 mg/dl. No symptoms of hypoglycemia were reported. There was no allegation of a loss of consciousness, seizure, or assistance from a third party. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.